Event description:
It was reported that a low reservoir alarm occurred on (B)(6) 2014 at 14:57 and an empty reservoir alarm occurred on (B)(6) 2014 at 05-39. It was unknown what the pump was infusing at the time of event. No symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported the patient did not keep their pump refill appointment on (B)(6) 2014. The reason for the missed appointment was unknown. It was noted the patient was in the hospital due to a sickle cell crisis when the pump reached an empty reservoir. The patient's pain was managed in the hospital as the patient was admitted prior to the pump reaching empty reservoir and did not have any withdrawal symptoms. The hcp had previously began weaning the pump for explant so it was refilled with saline only on (B)(6) 2014. The pump was empty due to the patient missing their refill appointment. The pump was used to deliver fentanyl and clonidine.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type catheter; product ID 8832, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).